Manufacturer narrative:
Eval summary: no additional part and/or lot numbers were provided. As such, mfg documentation cannot be reviewed and compatibility cannot be confirmed. Neither x-rays nor op-notes were provided. As such, the surgical technique cannot be reviewed. Based upon the info available at this time, a cause for the reported condition cannot be determined. There are no indications of product contribution. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that pt is experiencing knee pain following surgery.